Event description:
The customer was feeling dizzy, lightheaded and nauseous the morning he called customer service. He tested his blood glucose using his contour meter and received a reading of 262 mg/dl. He retested again and received a reading of 103 mg/dl. He retested a third time and received a reading of 41 mg/dl. It's not known if the customer required any treatment to raise his blood glucose. Control solution was sent to the customer for further troubleshooting. No product will be returned.